Manufacturer narrative:
The valve was received for evaluation. DHR - product code 82-3832 with lot 3189704, conformed to the specifications when released to stock. UDI - (B)(4). Manufacturing date: 30th september 2018. Expiration date: 31st august 2023. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could have been due to bio substance interfering with programming mechanism. At the time of investigation, no programing issue was found. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that one year after the implantation, the hakim valve (ID 823832 - prog valve inline w sg) could not be reprogrammed. Before that time the patient was performing well. The valve was blocked to 130mmh2o; a setting that it was not supposed to be. The surgeon checked the setting with rx control, confirmed the setting was not changing. He changed the valve in (B)(6) 2019.